Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2013 with the following findings: evaluation revealed that the pump booted to verified screen with no sound. Pump cover was removed to inspect, the piezo pins were misaligned and not making contact with pc board. Adjusting the pins and retest for sound, the sound was turned back on and works as usual.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. The reporter alleged that the pump does not have any alarms/reminders or any beeping sounds. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.